Manufacturer narrative:
The complaint investigation for falsely elevated architect stat high sensitive troponin-I results included a search for similar complaints, and the review of complaint text, trending data, labeling, field data and device history records. Return testing was not performed as returns were not available. Data and information provided were reviewed and support the complaint issue without indication for any additional issue. The ticket search by lot and testing could not be performed since the likely causative agent lot number is unknown. The ticket tracking and trending data was reviewed for the list number and does not identify any related trends for the product for the issue. The device history records were reviewed and did not identify any non-conformances or deviations associated with the list number of the product. Customer field data was used to assess the performance of the architect stat high sensitive troponin-I assay using worldwide data through customers in the field. Review shows that the median patient results for the lot(s) reviewed are within established limits and comparable with historical lots in the field, confirming no systemic issue for the lot(s). Labeling was reviewed and adequately addresses the issue under review. Based on the investigation, no systemic issue or product deficiency was identified for architect stat high sensitive troponin-I reagent.

Manufacturer narrative:
All available patient information is included. Additional patient details are not available. This report is being filed on an international product, list number 3p25 that has a similar product distributed in the us, list number 2r98. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
A literature article by broz, pavel, et al., ¿macrotroponins cause discrepancy in high-sensitivity examination¿, biomedical papers of the medical faculty of the university palacky, olomouc, czechoslovakia (jan 9, 2023), documented falsely elevated architect stat high sensitive troponin-I results for one patient case when compared to other platforms (roche cobas 8000, beckman coulter au480, and siemens advia centaur xp). The following information was provided: case 2: a 13-year old boy was examined for persistent increased fatigue after a week of sports camp. The boy had a history of persistent foramen ovale from early childhood; last year the boy had a viral illness and patellar tendinitis. The boy was examined by his pediatrician and no pathology was found on physical examination. A routine haematological and biochemical examination was performed with no significant abnormalities found. Sonographic exam of the abdomen and microbiological exam of the nasopharynx were performed without any pathological findings. To rule out myocarditis, an ECG exam was performed and no abnormalities. The patient had troponin-I levels measured using the architect stat high sensitive troponin-I assay. The following results were as follows: june 25: architect troponin-I: 107 ng/l; july 2: architect troponin-I: 835 ng/l. A transthoracic echocardiography was performed, and no pathology was found. On july 28, a blood sample was then collected and tested for troponin-t on the roche cobas 8000 and generated a result of 8 ng/l. The patient was tested again on august 25 and generated an architect troponin-I result of 439 ng/l. Prior to analyzing the patient¿s sample for the presence of heterophilic antibodies the following results were: october 21: architect troponin-I: 96 ng/l; roche cobas troponin-t: 6 ng/l. There was no further impact to patient management reported.